Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The philips field service engineer (fse) identified a touchscreen failure during preventive maintenance. The unit was not in use and there was no reported patient or user harm.

Manufacturer narrative:
G4: 13apr2020. B4: 13apr2020. The remote service engineer confirmed the reported failure. The customer do not wish to have it repaired and will be placed out of service at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.